Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not conclusively be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not conclusively be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.na.

Event description:
It was reported that a 25mm amplatzer pfo occluder was selected for implant on (B)(6) 2023 using a 9f amplatzer torqvue delivery system. During implant the left atrial disc of the device developed poorly and was observed to be dilated. The device was removed from the patient and replaced with a new 25mm amplatzer pfo occluder, which was implanted successfully. There were no interactions with cardiac structures nor were there any angulations or kinks noted in the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient was noted to be well.